Manufacturer narrative:
Follow-up # 1 date of submission 11/20/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the display lens was severely scratched/damaged. The returned battery cap was used to complete all testing. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the opening down to the division line. Also unrelated to the complaint, evaluation revealed that the display was faded and the display text was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display was scratched. It was noted that the display screen was not safely legible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.